Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high impedance. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.